Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead had high impedance measurement. No intervention was performed. The patient was in stable condition.